Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and no consistent capture in both bipolar and unipolar. There was also high impedance that resulted in a polarity switch as well as undersensing. The lead was noted to not be consistently sensing. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.